Manufacturer narrative:
Though the cause of the reported issue was likely that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance, the removed keypad did not return for evaluation so this could not be determined conclusively.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The final investigation determined that the cause of the reported service event code was due to excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. A nickel oxide film can build up on the shock switch, increasing the resistance and causing the service event code to be logged into device memory following a failure of the device to deliver defibrillation energy. This device was identified as in scope for a technical service update associated to field action number 301587611-18-2019-001c, so the keypad was replaced with newly designed keypad per this field action.

Manufacturer narrative:
(B)(4). Physio-control reviewed the device data and verified the reported issue. Physio replaced the device's main keypad assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was likely that the shock switch on the main keypad assembly was out of tolerance due to excessive resistance.

Event description:
The customer contacted physio-control to report an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.